Event description:
There was black particulate matter in the orange part of bd eclipse needle tip 25g x 1 inch. Ndc #(B)(4). Lot # 8171376 exp 06/30/2023. I noticed this right before I screwed it onto a vaccine. I discarded it and got a new needle tip. I contacted the manufacturer on (B)(6) 2019 and was told they would send me a pre-paid label to send product back so they could investigate the problem but that never happened.